Event description:
A signal loss issue was reported with the adc device. A customer reported that the reader failed to alarm due to a loss signal and as a result, the customer became hypoglycemic and experienced sweating, cold hands, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained a blood glucose result of 65 mg/dl. The customer was diagnosed with hypoglycemia and received unspecified medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the reader was reviewed and the dhrs showed the reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and no sensor was activated at the time of the complaint. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device. A customer reported that the reader failed to alarm due to a loss signal and as a result, the customer became hypoglycemic and experienced sweating, cold hands, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained a blood glucose result of 65 mg/dl. The customer was diagnosed with hypoglycemia and received unspecified medical treatment. There was no report of death or permanent injury associated with this event.